Event description:
It was reported that patient experienced a perforation to the heart wall. Subsequently, this led to a pericardial effusion noted post operation. Additional information was received confirming this lead was explanted and replaced. It is not expected to be returned. No additional adverse patient effects were reported.